Event description:
After surgineedle was inserted into abdomen the abdomen did not inflate, the insufflator was checked, the surgineedle was removed, internal obturator inside of needle. Second surgineedle inserted, abdomen inflated. Md felt strongly that this piece of equipment had malfunctioned, part of the device - a ball - like structure- that is supposed to stop the blade from cutting once it is through the external skin and fascia did not cover the blade as it should have, instead it blocked the tube and prevented air from being introduced into the abdomen for the procedure.